Event description:
Customer reportedly obtained results of 220mg/dl and 114mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.